Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The patient had a hematoma following implant. The patient complained of pain and swelling. A pressure dressing was applied and the pain site improved. No additional procedure was taken. The device remains implanted. Should additional information be provided this file will be updated.